Event description:
Reportedly, during a pacemaker implantation procedure, when a straight stylet was inserted into the subject lead completely, the lead tip was found to be bent near a proximal electrode. After removing the stylet from the subject lead, the physician checked the j-curve shape and determined to be regular. A resistance was encountered when the lead was inserted into the sheath with a hemostasis valve. The lead was tried to be fixed on the right auricle, however, the tip of the lead was bent and could not be fixed on it. The lead was removed from the patient¿s body. The use of the subject lead was discontinued and a new lead was placed on the right auricle.

Manufacturer narrative:
Please refer to the corrected analysis report.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a pacemaker implantation procedure, when a straight stylet was inserted into the subject lead completely, the lead tip was found to be bent near a proximal electrode. After removing the stylet from the subject lead, the physician checked the j-curve shape and determined to be regular. A resistance was encountered when the lead was inserted into the sheath with a hemostasis valve. The lead was tried to be fixed on the right auricle, however, the tip of the lead was bent and could not be fixed on it. The lead was removed from the patient¿s body. The use of the subject lead was discontinued and a new lead was placed on the right auricle.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker implantation procedure, when a straight stylet was inserted into the subject lead completely, the lead tip was found to be bent near a proximal electrode. After removing the stylet from the subject lead, the physician checked the j-curve shape and determined to be regular. A resistance was encountered when the lead was inserted into the sheath with a hemostasis valve. The lead was tried to be fixed on the right auricle, however, the tip of the lead was bent and could not be fixed on it. The lead was removed from the patient¿s body. The use of the subject lead was discontinued and a new lead was placed on the right auricle.